Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10116. The pt ((B)(6)) rec'd an scs system which included a lead and lead extension. It was reported the pt's scs system had stopped working several months ago (exact date unk). System interrogation identified invalid impedances. It was noted by the physician that the lead had not migrated. The physician explanted and replaced the lead; however, when the new lead was connected to the existing extension, irregular impedance values persisted. The physician then explanted and replaced the lead extension which resolved the reported issue. Effective stimulation was restored post-operatively with the pt confirming stimulation had returned to the targeted area. Please note: add'l device info has been requested; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.